Manufacturer narrative:
The insulin pump was received with intermittent button response due to keypad connector on lcd board unlocked. The insulin pump had a cracked case at display window corner, minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned to analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly. Button did not work as designed. Customer stated that the act and esc buttons did not respond as usual. Issue was solved temporarily by changing the pump battery, but issue persisted a couple hours after reinserting a new battery. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.